Event description:
It was reported a patient's right ventricular (rv) lead presented with loss of capture. Programming changes were made and then the lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.